Event description:
Brakes are not holding on the bed.

Manufacturer narrative:
Hill-rom engineering went to the account and found the casters were not adjusted to the mod 373 procedure. The casters were adjusted properly to repair the bed. Mod 373 is a field corrective action which replaces the brake detent assembly and a caster adjustment is performed. This failure occurred following the correction of this unit.